Event description:
According to the clinic mgr from the patient's former peritoneal dialysis (pd) clinic, the patient's care had been transferred back to a hemodialysis (hd) ctr on (B)(6) 2013, due to pd catheter access failure. He subsequently passed away on (B)(6) 2014, from a myocardial infarction (mi) and sepsis. The clinic mgr from the patient's hemodialysis ctr clarified that the patient was hospitalized on (B)(6) 2014 when he experienced the mi, and consequently expired on (B)(6) 2014 while still in the hosp. She said the patient's hospital physician notified the hd ctr by telephone that the patient had died as a result of the mi. Although the patient was reportedly found to be septic in the hosp, no secondary cause of death was given by the physician. Related hosp paperwork was not provided to the ctr, and it is unk whether an autopsy was performed. The clinic mgr stated she attributes the sepsis to a pd catheter tunnel infection (no peritonitis) that the patient was not very compliant about having treated. According to the hd clinic mgr, the patient had experienced the mi at home, on an "off" day when he did not receive hemodialysis. She said she does not know of any reason to suspect the patient's hemodialysis. She said she does not know of any reason to suspect the patient's hemodialysis therapy had any relation to the mi or the resultant death. The clinic death notification form lists the cause of death as acute myocardial infarction, with no secondary cause.

Manufacturer narrative:
Medical records are reportedly unavailable. Based on the info provided, there is no indication that the product caused or contributed to the reported event. A plant investigation is in progress, and a supplemental report will be submitted upon completion.